Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and were hospitalized due to low blood glucose level on (B)(6) 2022. Customer¿s blood glucose level at the time of hospitalization was unknown mg/dl and customer's current blood glucose was unknown. Customer was treated with food for low blood glucose. Customer did not report any symptoms at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode feature at the time of event. The insulin pump will not be returned for analysis. Update: customer reported that two years ago she had three low blood glucose events and required the assistance of emergency medical services for two of the events. For those events, she was treated at home. For the third event, the customer was transported to the emergency room and treated with food. Per the customer, there was no damage to the clear retainer ring, and the reservoir was able to lock into place. Customer alleged over delivery. The customer was using the insulin pump, sensor, and auto mode feature at the time of the event. This case was for the third event. Please see (B)(4) for event 1 and (B)(4) for event 2. Pump returned previously under (B)(4).